Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the complete lead was returned with dried blood and body fluid in the lead lumen. Visual inspection found that the conductor coils were deformed at 472 mm from the terminal pin and there were cuts in the polyurethane insulation at 472 and 485 mm from the terminal pin. Per analysis, the deformed coils and cuts in insulation appear to be from removal of the suture sleeve. A thorough evaluation of the lead was performed. The lead was subject to direct current resistance testing and passed on all paths, verifying the lead's electrical performance was intact. Laboratory testing was unable to reproduce the reported clinical observations.

Event description:
Boston scientific received information that the left ventricular lead exhibited loss of cature and had dislodged. The physician electively explanted the lead. A new lv lead was successfully implanted. No adverse patient effects were reported.